Event description:
The customer reported that the monitors would not turn on and there was no live image displayed. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor power supply. The system operates as intended.